Event description:
It was reported that the abbott representative was contacted to interrogate the device of a deceased patient. Patient death was untimely. Device was found to be backup vvi mode and device could not be interrogated due to backup. Device was explanted. There is no known allegation from healthcare professional that the death was related to the device. The cause of death was unknown.

Manufacturer narrative:
Upon received, the device was detected in backup vvi due to power on reset. The device image was corrupted therefore the cause of the reset was not conclusively determined. The device was tested on the bench. Alert indicated sosd was detected, and the output circuitry of the device was damaged. Due to corrupt device image, time of reset is unknown and, it couldn't be determined if reset and/or output anomaly contributed to patient's death. All low voltage device functions were normal.